Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be reproduced, verified operation both on and off uninterruptible power supply (ups) battery power. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure by the site radiology technician that the mobile view station (mvs) monitor would "shut off". The field service engineer (fse) stated he would be at the site that day to see if the issue was reproducible. There was no patient present.